Manufacturer narrative:
On may 4, 2022, mentor became aware the patient underwent explantation, but a specific date was not provided. Should clarifying information be received, a supplemental report will be sent. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with unspecified mentor gel implants and experienced symptoms including physical issues, cognitive issues, vertigo, memory issues, sight issues, ongoing inflammation, heart palpitations, reproductive issues, and breast pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.